Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was detached from the pull wire. The detached guide catheter was kinked and bent in several locations. The push catheter and pull wire were kinked and bent in several locations throughout. A functional evaluation was not performed due to the condition of the returned device and the stent was not returned. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation and maneuvering can cause the device to bend/coil leading to kinks and bends in the catheters. With the catheter bound by kinks and bends, the device would become unable to deploy stent. Continued effort to deploy the stent likely caused detaching of the guide catheter. Therefore, "operational context" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A lot history search was performed and found two other complaints against lot number 18938268 for non-related issues from different customers. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during gall bladder extraction procedure performed in gallbladder on (B)(6) 2016. According to the complainant, during the procedure, when they released the stent, the guide catheter broke. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Correction noted on 03jun2016. The broken guide catheter was retrieved from the patient with the use of forceps and a snare.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during gall bladder extraction procedure performed in gallbladder on (B)(6) 2016. According to the complainant, during the procedure, when they released the stent, the guide catheter broke. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during gall bladder extraction procedure performed in gallbladder on (B)(6) 2016. According to the complainant, during the procedure, when they released the stent, the guide catheter broke. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Correction noted on 03jun2016. The broken guide catheter was retrieved from the patient with the use of forceps and a snare.